Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service did not reproduce the report of overheating and strobing light. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the main lamp and heat-sink accessories were missing, there was a dent on the top cover, and the front panel chassis was bent. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, upon initial use of the subject device, the light strobed and the tip of the scope became hot when connected. The strobing light prevented the user from clearly identifying tissue. The user also expressed concern that the heated tip could cause a burn to a patient. This occurred outside of a procedure and there was no effect on a patient due to the event.